Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1210213. Medical device expiration date: 31-aug-2026. Device manufacture date: 29-jul-2021. Medical device lot #: 1335484. Medical device expiration date: 31-aug-2026. Device manufacture date: 29-jul-2021. It was reported the medication would not dispense from the needle. To aid in the investigation, two hundred seventeen samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. The eighty samples were then connected to a syringe with saline solution. Each sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 1210213. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. A device history record review was completed for provided material number 305106, lot 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that one bd precisionglide¿ needle each from lots 1210213 and 1335484 were blocked and wouldn't push medication through the following information was provided by the initial reporter: "occasionally it gets stuck and won¿t push medication through.